Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in taiwan. As reported, a patient underwent an implant of a 23mm sapien 3 valve, in aortic position, by transfemoral approach. The first valve was implanted too high and immediately, a new one was implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve malposition was unable to be confirmed due to unavailability of relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'first valve was implanted too aortic causing mild pvl', and 'root cause of the event was that implanting doctor has little experience (this was the 5th case). The case was still with proctor to teach and observe the procedure'. Per IFU, 'before deployment, position the thv with respect to the valve and utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv'. In addition, to help stabilize the delivery system and thv, the IFU instructs the user to begin the deployment with slow controlled inflation. In this case, it is likely that procedural factors (valve positioning and deployment technique) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.